Manufacturer narrative:
(B)(4)

Event description:
This system was explanted because the patient had fallen and broke his femur causing a subclavian crush. A competitor's system was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode. The battery status was mol1. The memory content of the device was inspected. The inspection revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2016, more than two months after explantation. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the backup mode to assure the patients safety. Please note, the ability of the device to deliver therapies is not affected by the safety mechanism. The activation of the safety backup mode does not indicate a material or manufacturing problem. Based on the available data the root cause for the backup mode activation could not be determined. However, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to this observation. During analysis a manual correction of the invalid memory content was performed, after which the device was operating as expected. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device proved to be fully functional. The activation of the safety backup mode occurred about two months after the device was explanted. There was no indication of an ICD malfunction.